Event description:
Reporter stated that pt's blood glucose measured 187 mg/dl on the suspect device. Reporter stated that pt had recently been given a steroid shot, which was expected to elevate pt's blood glucose; however, reporter felt that 187 mg/dl was too high. Emergency medical services were summoned on pt's behalf. Upon their arrival, 10 minutes later, pt's blood glucose reportedly measured 21 mg/dl on paramedics' blood glucose monitor. Reporter stated that pt was transported to the hosp, where his blood glucose reportedly measured approx 40 mg/dl, on a hosp device. Reporter was unable to provide any details of treatment received. Reporter noted that pt was hospitalized for two weeks. Quality control. Testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.